Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported the reported battery failure. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported that personal diabetes manager (pdm) became swollen. Parts of the controller became detached due to the swelling.